Event description:
It was reported that the system beeped and was unable to perform fluoroscopy x-ray. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and placed a faulty part on order, but no conclusion can be drawn as repair info is not available.